Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Reportedly, the customer believed the cause of the low bg was due to not having a current continuous glucose monitoring (cgm) session on the pump; customer could not provide additional information pertaining to low bg cause. Customer declined further troubleshooting with tandem technical support to resolve the issue.